Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the product peeled off due to deterioration of accessories over time and entered the air/water channel, leading to clogging. The event can be detected by following the instructions for use (IFU) which state: [3.3 inspection of the endoscope -inspection of the endoscope 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [3.8 inspection of the endoscopic system] inspection of the objective lens cleaning function] -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know what the foreign material was. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air but did not presoak the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. The device was returned for evaluation. The reported flow problem could be confirmed during testing; the air/water nozzle did not meet performance specifications due to a clogged nozzle. The nozzle was found to have foreign material. In addition to the foreign material identified, the device also had a worn angle wire; this caused the bending angle of the up direction to not meet specifications which caused the up/down direction knob to have excess play. The bending section cover was scratched and the bending section cover adhesive was chipped and cloudy. The paint on the suction cylinder was peeling and the adhesive was cloudy for both the objective and light guide lenses. The connecting tube was dented and scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the gastrointestinal videoscope had poor air and water flow from the air/water nozzle. The issue was found during inspection for use in an unspecific diagnostic procedure. There were no adverse effects to patient reported. The device was returned for evaluation. During examination, the device was found to have foreign material in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.